Event description:
The pacemaker was powered up correctly, set for 100% a/v pacing, and attached to the pt. The pt was 100% pacer dependent. The pacemaker powered down and turned off, without a warning or alarm, while in use in the operating room after aortic valve replacement. Acls provided and pt expired several hours later.